Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. The log was downloaded and reviewed and signal loss was found within the investigation window. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed via data. The root cause could not be determined post investigation. No injury or medical intervention was reported.